Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels of 329-700 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room on (B)(6) 2024 with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit with diabetic ketoacidosis and treated with intravenous fluids of saline and insulin, , resolving the issue with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Customer still in hospital at time of report so no release date could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.